Event description:
The report received indicated that the emerald guidewire did not fit through a competitor's catheter. The product was returned for evaluation; visual analysis identified scraped ptfe coating over the distal 2.0cm of the wire.

Manufacturer narrative:
During an unspecified invasive procedure, a 0.25" emerald diagnostic wire "would not fit with the catheter from braun." No pt injury occurred. No add'l clinical details were provided. Analysis of the returned product confirmed bends and kinks along the guidewire, as well as a scraped ptfe coating. As received, the specimen wire does not present any obvious indications of manufacturing defects or anomalies. Except where noted, the specimen wire appears to be visually and dimensionally correct. The joints appear to be intact during visual inspection at 18" and 20x magnified as well as by non-destructive pull test. The specimen presents scraped ptfe and biomaterial residue scattered throughout the length of the device. The report of "the .025 in. Guidewire does not fit with the catheter from braun" is confirmed with the inside diameter at the distal tip of the catheter measuring .02345", and the specimen wire outside diameter measuring .02475" to .02480", it is logical to conclude that the wire would not fit inside the catheter. The fit difficulty is no doubt aggravated by a neck-down condition located 7.35mm from the distal tip of the catheter. The specimen wire can be advanced from the proximal end relatively easily to the neck-down location in the catheter; after which it becomes increasingly difficult to advance the wire any further. At this time, device compatibility and selection factors appear to have contributed to the event as reported. These observations and suppositions are based on the evidence presented by the sample article and the supporting documentation. A device history record review was performed, the history records indicate this product was final inspection tested and was determined acceptable. The complaint was confirmed. With the available info, dimensional differences prevented the product from being used together. It is not known for certain what caused the damage to the wire's ptfe coating; however, device handling may have contributed.